Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 4/7/2017. Additional narrative: it was reported that following insertion the patient experienced recurrent urinary tract infection and problems emptying bladder. It was reported that the patient underwent revision of sling on (B)(6) 2011 by (B)(6) md. It was reported that the patient underwent pubovaginal sling with tutoplast cadaveric fascia lata due to recurrent stress urinary incontinence on (B)(6) 2011 by (B)(6) md.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. No additional information was provided.